Manufacturer narrative:
The insulin pump had motor error alarm during rewind due to motor encoder signal out of phase. It was unable to verify the motor position encoder error alarm and perform the displacement test due to motor error alarm. Device had scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she experienced low blood glucose. The customer stated her blood glucose was 171 mg/dl, she changed the set but was not connected during prime and within a half hour it was 41 mg/dl. The customer passed out while trying to treat. She mentioned that her husband had a stroke recently and he thought she was just sleeping in a chair. Her daughter arrived to check on her at 4am and her blood glucose was less than 30 mg/dl. Her daughter gave her sugar and she began to respond. She did not go to hospital or call the paramedics because she couldn't leave her husband. The customer was unable to troubleshoot because the insulin pump was in rewind mode and it would alarm motor position encoder error when pressing the act button. It went through time set up and tried to rewind again and it alarmed motor error. The drive support cap appeared normal and the device was not exposed to a magnetic field. The insulin pump was replaced and returned for analysis.